Event description:
It was reported that the pt is experiencing mid thigh pain and can't sleep. Pt has had blood work and mars MRI done. Pt is scheduled for revision surgery (B)(6) 2013.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.